Manufacturer narrative:
Correction to section h3. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator sounded the high priority and the constant tone alarm, in which the graphical user interface (gui) was all blue, with no waveforms present, and the secondary screen indicated that the unit went into backup ventilation (buv). The patient desaturated and improved oxygen (o2) saturations with manual ventilation via bedside ambu resuscitation bag before being placed on an alternative ventilator with no injury. Although it was reported that the ventilator went into buv, a review of the codes provided by the facility indicate a malfunction leading to loss of ventilation (lov). The facility¿s service personnel (sp) successfully ran the extended self test per the service manual and returned the ventilator to service. Based upon the diagnostic codes provided, the likely cause of the event was a fault in dc-dc pcba which was subsequently replaced in conjunction with manufacturer report number: 8020893-2024-00068. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator sounded the high priority and the constant tone alarm, in which the graphical user interface (gui) was all blue, with no waveforms present, and the secondary screen indicated that the unit went into backup ventilation (buv). The patient desaturated and improved oxygen (o2) saturations with manual ventilation via bedside ambu resuscitation bag before being placed on an alternative ventilator with no injury. Although it was reported that the ventilator went into buv, a review of the codes provided by the facility indicate a malfunction leading to loss of ventilation (lov).

Manufacturer narrative:
Section e initial reporter medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section h6 updated due to device evaluation: evaluation code method - remove b17 and add b01, result code - remove c20 and add c13, conclusion code - remove d15 and add d02, component code - remove g07003 and add g02005. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator sounded the high priority and the constant tone alarm, in which the graphical user interface (gui) was all blue, with no waveforms present, and the secondary screen indicated that the unit went into backup ventilation (buv). The patient desaturated and improved oxygen (o2) saturations with manual ventilation via bedside ambu resuscitation bag before being placed on an alternative ventilator with no injury. Although it was reported that the ventilator went into buv, a review of the codes provided by the facility indicate a malfunction leading to loss of ventilation (lov). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found relevant codes indicating a loss of ventilation in the ventilator memory. Sp also found multiple voltage out of range (oor) indicated a potential fault in the direct current (dc) - dc converter printed circuit board assembly (pcba). The sp replaced the dc-dc converter pcba. This repair was performed in conjunction with a similar issue reported under manufacturer report number: 8020893-2024-00068. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated in the field to a potential fault in dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.